Event description:
It was reported that during preparation for a pulse field ablation procedure the farawave 31 mm - us catheter was intended to use, farawave non nav catheter that had visible debris in the sterile package. Sterile seal did not appear to have any damage or compromise. Packaging and box were undamaged as well. The small piece of black plastic was loose within the sterile packaging. The procedure was completed with an alternative device. The catheter was disposed and will not be available for return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated h6 device codes.

Event description:
It was reported that during preparation for a pulse field ablation procedure the farawave 31 mm - us catheter was intended to use, farawave non nav catheter that had visible debris in the sterile package. Sterile seal did not appear to have any damage or compromise. Packaging and box were undamaged as well. The small piece of black plastic was loose within the sterile packaging. The procedure was completed with an alternative device. The catheter was disposed and will not be available for return.